Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure four resolute onyx drug-eluting stents were implanted; one in the lad and three in the cx. During the procedure a dissection occurred in the cx. Sponsor assessed event has a causal relationship to device but not related to antiplatelet medication.

Manufacturer narrative:
The investigator and safety assessed the event as possibly related to the index device but not related to anti-platelet medication. The patient was treated with pci. The patient recovered. It was reported that the dissection was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three resolute onyx were implanted in the circumflex, two for target lesion treatment (lot no's 0008634859 and 0009079323) and one was used to treat the dissection (lot 0008222722). If information is provided in the future, a supplemental report will be issued.